Event description:
A report was received that upon palpation, the patient's pocket suggested that the ipg might be tilted. The patient reported warmth when charging. The patient will undergo a revision procedure wherein the pocket will be relocated.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg and that it was heating up. Database analysis revealed no anomalies. It was noted that all parameters were normal. No further course of action will be taken at this time.

Event description:
A report was received that upon palpation, the patient's pocket suggested that the ipg might be tilted. The patient reported warmth when charging. The patient will undergo a revision procedure wherein the pocket will be relocated.